Event description:
I used renu with moisture loc contact lens solution from 8/04-1/05. I was seen by three eye care specialists as a result of being diagnosed with keratitis and a scarred cornea. I was prescribed an anti-fungal therapy and had surgery to remove a lesion. Corneal transplant surgery may be required to correct my vision which has been impaired by more than 50%.